Event description:
It was reported to medtronic neurosurgery that the patient had a decompressive craniectomy and intracranial hematoma surgery due to cerebral hemorrhage caused by trauma. According to the report, the patient was falling down due to seizures. The report stated that the patient was sent to the hospital and shunt implantation surgery was performed on (B)(6) 2014. Reportedly, the valve pressure was set at 1.0 during surgery. According to the report, after the surgery, the doctor found that the patient¿s brain chamber had collapsed. The report stated that the doctor changed the valve pressure to 2.0; however, the patient¿s hydrocephalus symptoms increased. Reportedly, the doctor then set the valve pressure to 1.0 or 1.5. According to the report, the patient¿s symptoms still remained and the patient had seizures intermittently. The report stated that the patient couldn't speak clearly and was experiencing right limb movement disorder progressively. Reportedly, patient¿s shunt was explanted on (B)(6) 2014. According to the report, during the surgery, doctor found that the end of the valve was broken and leaking. Reportedly, the sales rep performed the patency test on the explanted valve and found that it was patent. According to the report, the when the sales rep pressed the reservoir, he noticed leakage between the delta chamber and the connector. Reportedly, the patient condition is ok.

Manufacturer narrative:
The product was not available for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.